Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer pressed the wake button with more force and the wake button performed as intended. There was no reported adverse impact to customer blood glucose level.. Customer continued to use the pump for insulin therapy.